Event description:
It was reported by the patient that the remote monitor has power, but when the power button is pressed on the antenna, nothing happens. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the monitor was returned and analyzed. The bench power up test and full debug mode test passed. No defect was found. If information is provided in the future, a supplemental report will be issued.